Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up via battery. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during testing. However, the reported problem could not be duplicated. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The device was recertified and returned to the customer. Additional information obtained from the customer indicated that they believe the battery that was in the device at the time was the cause. However, the battery was discarded and was not evaluated by zoll. No trend is associated with reports of this type.